Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a continuous alarm (not specified). The device was in clinical use when the issue occurred. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the key market (km), and it was reported that the air sensor was replaced, and the issue was resolved. The km responder was unable to provide any details regarding the alarm that was observed by the customer. The device was returned to service.